Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that 2 sensor failed; 1 was stuck in the serter and the 2nd had the cannula retracted into the sensor hub. The customer's blood glucose level was 5.7 mmol/l. The customer also reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 14.2 mmol/l, compared with the sensor glucose reading of 6.9 mmol/l. The customer received a cal error alert and a change sensor alarm. The customer removed the sensor and had a slightly bent cannula. The customer was advised of what to do if there was a large discrepancy. No further details were provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.